Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient's representative reported "patient got allergan implants for a breast augmentation that were then recalled", "patient had high fever" and "because of pain patient had a radiological check". Later healthcare professional reported ¿the patient complains of slight pain in her left breast, including her left breast slightly swollen and upper warm¿, ¿muscle pain all over the body¿ (not device related). ¿the chest is a bit bigger on the left. In the schell liquid foam in the area of the former pocket puncture of 50ml of clear seroma¿. This record is for left side. Device was explanted.